Event description:
The reporting physician clarified that the pt received a hyaluronate injection for the treatment of arthritis on left knee in 2004. The pt was hospitalized at another institution for the deep vein thrombosis 7 days later. The physician also clarified that the pt had history of a chronic deep vein thrombosis of the left leg diagnosed via doppler in 2003. The lot number for the product that the pt received was 077100 and the expiration date was 10/2006. Additional info was received from fidia via electronic-mail on 07/21/04. A complete review of batch number 077200 was performed by their quality assurnace department. No out-of specifications or any possible abnormality of the batch was found either on manufacturing or controls. Internal review done on 26 july 2004 detected that reported batch number was 077100 (not 077200, as previously reported).

Event description:
The reporting physician clarified that the pt received a hyaluronate injection for treatment of arthritis on left knee in 2004. The pt was hospitalized at another institution for the deep vein thromosis 7 days later. The physician also clarified that the pt had history of a choronic deep vein thrombosis of the left leg diagnosed via doppler in 2003. The lot number for the product that the pt received was 077100 and the expiration date was october 2006. Additional info was received fron fidai via electronic-mail in 2004. A complete review of batch number 077200 was performed by their quality assurance dept. No out-of specifications or any possible abnormality of the batch was found either on manufacturing or controls.

Event description:
The reporting physician clarified that the pt received a hyaluronate injection for the treatment of arthritis on left knee in 2004. The pt was hospitalized at another institution for the deep vein thrombosis 7 days later the physician also clarified that the pt had history of a chronic deep vein thrombosis of the left leg diagnosed via doppler in 2003. The lot number for the product that the pt received was 077100 and the expiration date was october 2006. Add'l info was rec'd from fidia via electronic-mail on 7/21/04. A complete review of batch 077200 was performed by their qa dept. No out-of specs or any possible abnormality of the batch was found either on mfg or controls. Internal review done on 7/26/04 detected that reported batch number was 077100 (not 077200, as previously reported).

Event description:
A physician reported that a pt was treated with hyalgan (sodium hyaluronate) and a week later experienced a deep vein thrombosis. No other details provided. The lot number was requested but not provided. Additional info had been requested and will be provided when available.